Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. Device evaluation of battery pack is underway. The reported problem (will not power up) is being investigated. Will submit emdr for potential malfunction. The root cause for the battery pack is underway.

Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (will not power up) is being investigated. Will submit emdr for potential malfunction. The root cause for the battery pack is underway.

Event description:
A us distributor reported that a battery would not power on a monitor.